Event description:
It was reported that the user was unable to select ¿yes¿ during the fill tubing step while attempting to reconnect the ilet after a prolonged disconnect, and the agent facilitated a force restart through the app followed by a firmware update, after which the user stated they could complete the supply change and reconnect the system. Investigation included technical troubleshooting and user education conducted remotely. Further investigation of this case revealed the display interface was unresponsive prior to the restart and update, and device function was restored after the actions. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no need for medical intervention. It was concluded that, based on previously established findings for similar reports, the issue was resolved with software restart and firmware update, and no adverse event occurred.